Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d4, h4 investigation evaluation it was reported the cook® multi-use holmium laser fiber has broken in 2 pieces during the ureteroscopy procedure after 3 usages. The device was cleaned between uses with cidex solution. The user could not finish to break all stones, the patient experienced a delay. The fiber broken outside of the patient. A section of the device did not remain inside the patient¿s body. The patient experienced a delay. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used laser fiber was returned to cook for evaluation. The product was returned in two segments with the blue laser shaft broken 2.5cm from the green hub. The nature of the break in the fiber indicates the fiber may have been pulled or twisted and this caused the separation. The clear laser distal tip was missing but the continued removal of this tip is how multi-use lasers are reprocessed according to procedure. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the complaint device was conducted and no nonconformances were discovered. A complaint history search identified other events reported for a related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU contains the following information related to the reported failure mode. ¿warnings: do not bend fiber at sharp angles. Limitations on reprocessing the laser fiber can be reprocessed up to 20 times, which may not reflect the actual number of uses. Precautions:do not improperly handle the fiber how supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause of the failure mode was unable to be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the cook® multi-use holmium laser fiber has broken in 2 pieces during the ureteroscopy procedure after 3 usages. The device was cleaned between uses with cidex solution. The user could not finish to break all stones, the patient experienced a delay. The fiber broken outside of the patient. A section of the device did not remain inside the patient¿s body. The patient experienced a delay. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: customer postal code= (B)(6) e3: customer occupation = technical support engineer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.